Manufacturer narrative:
Implant date: approximated as the device was implanted for less than seven years. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) as it was no longer functional, and the patient experienced urinary incontinence. All components of the existing aus were explanted and replaced with a new aus. No patient complications were reported.